Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unknown procedure, outside the patient, it was found a black foreign material into the ectra procedure kit. The procedure was finished with a smith and nephew backup device. 10 minutes of surgical delay. Patient injuries were not reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of workmanship standard, includes specification on the acceptable size of particles in sterile packaging. A visual inspection revealed the kit was returned opened and missing the items in the kit with exception of the hand pad which appeared to have a piece of black suture attached. A review of the customer provided image reveals what appears to be a black speck or writing on the hand pad of the procedure kit. The complaint was confirmed. Factors that could have caused or contributed include contamination while opening. No containment or corrective actions are recommended at this time.